Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
Date of event and therapy date are estimated. Exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21393; related manufacturer reference number: 1627487-2020-21394. It was reported that the patient¿s system did not work for the patient. As such, the patient¿s system was explanted approximately in (B)(6) 2017.